Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was received by our quality team for evaluation. From the photos received, leakage past the stopper was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. As no samples were returned for further analysis, a root cause cannot be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringes experienced leakage. The following information was provided by the initial reporter: leakage when using syringe for blood withdrawal procedure.